Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise reproducible with isometrics, oversensing, and high out of range pace impedance measurements due to a lead fracture. The lead was capped and successfully replaced. No additional adverse patient effects were reported.